Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04dec2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the navigation ring key malfunctioned. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 21jan2019. Date rec'd by MFR: 08jan2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced front bezel and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.